Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) connector found loose from the controller housing. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm logged on (B)(4) 2016 and several occurrences of premature power switching prior to the 25% threshold. These premature switching events and alarm were most likely caused by a communication error between the controller and batteries. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the reported critical battery alarm may be attributed to communication error between the controller and batteries. Heartware has opened an internal investigation to address the issue of external connectors found to be loose. An internal investigation has been opened by the supplier to address the issue of communication errors between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient underwent an elective controller exchange due to lose power connection on power port 1. Tolerated well, asymptomatic during exchange.